Event description:
(B)(6) 2018 an elongated gamma3 nail was placed in a 72-year-old female patient via an open reposition procedure. Ten days after surgery the patient could start carefully load her injured leg again. She didn¿t use crutches nor rollator. (B)(6) 2019 a control x-ray showed that the distal locking screw was broken. Doctor decided not to do anything about it in order to get more compression in the fracture site. The nail provided dynamization. Hardly any callus formation was visible. Reported under separate pi. (B)(6) 2019 a control x-ray showed a slight angulation of the hip and beginning callus formation on the medial side were the trochanter minor fracture was. The hip was 100% wait bearing. No further problems. (B)(6) 2019 a control x-ray follow-up was made and showed that the proximal part of the nail had been broken. Patient mentioned to experience a new pain since the 4th of may. Only by standing up she felt pain in her right hip. She didn¿t fall nor jump nor did anything else that compromised her health and recovery. (B)(6) 2019 a new elongated gamma 3 nail was placed.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure. Device inspection revealed the following: the received device shows significant traces of intense use. The received nail is completely broken in the webs of the lower proximal lag screw hole. There were relatively more scratches on the inner surface of the proximal part of the hole in the nail than the distal part. Also, appearance of abrupt ridges & abrasion at the terminal of the broken segments indicates that the nail broke from the weaker sections around the hole. On all breakage surfaces, features of a fatigue fracture are visible. Plastic deformation was not found. Scratches only on the proximal part of the hole indicates that during the drilling of the hole inside the bone, the drill contacted the inner surface of the hole. This reduced the fatigue strength of the nail around the hole (confirmed through visual inspection), because of which, the nail broke apart further during the surgery upon application of excessive load than it could sustain. Based on evaluation of the returned device and the medical data, the root cause was attributed to a user related issue. The failure was caused due to sub-optimal procedure followed by the surgeon during fixation of the fracture. Although the nail was placed in the correct position but was done without restoring the ventral and medial defect leading to an unstable fixation. There are visible signs of a fatigue fracture in the nail which was basically initiated due to reduction in fatigue strength caused during lag screw fixation, which was later triggered due to full load bearing on the device only, as result of an unstable fixation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
(B)(6) 2018 an elongated gamma3 nail was placed in a (B)(6) year-old female patient via an open reposition procedure. Ten days after surgery the patient could start carefully load her injured leg again. She didn¿t use crutches nor rollator. (B)(6) 2019 a control x-ray showed that the distal locking screw was broken. Doctor decided not to do anything about it in order to get more compression in the fracture site. The nail provided dynamization. Hardly any callus formation was visible. Reported under separate pi. (B)(6) 2019 a control x-ray showed a slight angulation of the hip and beginning callus formation on the medial side were the trochanter minor fracture was. The hip was 100% wait bearing. No further problems. (B)(6) 2019 a control x-ray follow-up was made and showed that the proximal part of the nail had been broken. Patient mentioned to experience a new pain since the (B)(6). Only by standing up she felt pain in her right hip. She didn¿t fall nor jump nor did anything else that compromised her health and recovery. (B)(6) 2019 a new elongated gamma 3 nail was placed.